Manufacturer narrative:
Analysis of the lead found no anomaly. ¿normal impedances were measured on all circuits and electrode pair com binations.¿

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the parkinson¿s disease patient¿s lead was implanted following successful microelectrode stimulation that obtained ¿optimal response.¿ however, when the lead was tested it was ¿without any answer ,¿ despite adjusting the frequency, polarity, and the voltage from 0 to 10 volts. Because of the lack of ¿answer¿ from the lead, a second lead was used and was able to ¿obtain optimal response.¿ there was no patient harm, injury, or death due to the event. The lead was to be returned to the manufacturer for analysis. A supplemental report will be filed if additional information is received.